Event description:
Report alleges pt has been diagnosed with the following conditions: anxiety and/or depression, lack of concentration, short-term memory loss, getting lost or confused, balance disturbance/vertigo/dizziness, pain and/or burning sensation, thyroid problems, adrenal problems, chronic diarrhea and/or constipation, substantial hair loss not connected with medications, persistent joint stiffness, unexplained rashes, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long term extreme fatigue, clumsiness/drop things, had calcium deposits occur in the right breast, bilateral infection and had two capsular contractures. Report also states removal surgery was scheduled for 12/19/96; however, removal surgery has not been confirmed.